Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to the customer's blood glucose level. At the time of the report, the customer was unable to complete troubleshooting with tandem technical support and did not respond to follow up attempts.